Event description:
It was reported to boston scientific corp that an endostat iii electrosurgical unit was used during a polypectomy procedure within the colon on (B)(6), 2009. According to the complainant, during the procedure, while the physician was using the endostat unit to deliver cautery, there would be static or snow on the monitor which they were visualizing the colonoscopy on. The complainant was able to complete the procedure with this endostat iii electrosurgical unit. Furthermore, the complainant added that this was an isolated incident and that no similar issues have occurred thereafter. They believe the issue may have been caused by improper grounding. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).